Manufacturer narrative:
(B)(6). Bd received representative samples from the customer facility for investigation. The actual samples were not returned. The samples were evaluated and the customer's indicated failure mode for leakage into the holder with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder leaked blood during collection from inside the holder. No serious injury, no medical intervention. No mucous membrane exposure reported.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.